Event description:
The customer reported that there was water underneath the liquid crystal display after she was pushed into a lake. The customer stated that she changed the battery and the insulin pump gave an error alarm. The customer tried priming the insulin pump, but insulin was shooting out in a stream. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the prime anomaly or error alarm due to the blank display.